Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely calcified and severely tortuous middle and distal right coronary artery. A 2.50x20mm promus element plus stent was advanced to treat the target lesion however the device was unable to cross the lesion and could not reach the intended position. The device was removed from the patient and it was noted that the stent which was mounted on the balloon was deformed. No patient complications were reported and the patients status was good.

Manufacturer narrative:
Device evaluated by MFR.: a visual examination of the returned device identified that the crimped stent was damaged along its distal portion. An examination of the crimped stent found that the stent struts were deformed, stretched and lifted upwards from the stent profile. The balloon and tip of the device were examined and no issues were noted with their profiles. The balloon was tightly wrapped and did not appear to have been subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely calcified and severely tortuous middle and distal right coronary artery. A 2.50x20mm promus element¿ plus stent was advanced to treat the target lesion however the device was unable to cross the lesion and could not reach the intended position. The device was removed from the patient and it was noted that the stent which was mounted on the balloon was deformed. No patient complications were reported and the patients status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).